Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 12.8 mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and the button were scrolling without the user's input.. Troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. No unlocked keypad connector. No stuck button alarms or ramping noted. Unit passed self test and displacement test. The insulin pump received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.